Event description:
The customer reported that a bedside monitor (mp50) was intermittently freezing.

Manufacturer narrative:
The customer reported that a bedside monitor (mp50) was intermittently freezing. Philips has not been able to determine if this was a touch function freeze or a screen display freeze. A screen display freeze may not be detected by clinicians. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).